Event description:
It was reported that the patient's generator incision was starting to open and that patient was referred to see the surgeon. The surgeon cleaned the wound and re-stitched the incision. Follow up indicated that the neck incision and generator site looked good. Per clinical specialist, the incisions looked healed after the incision was re-stitched.